Manufacturer narrative:
Evaluation summary: there were kinks on the hypotube, transition tubing and distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. The 1st proximal stent segment struts were slightly expanded. A sheath of similar size and dimensions was loaded over with no resistance noted. Resistance was noted when a stylette of similar size and dimensions was attempted to be loaded distally through the device tip. No damage was noted to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a severely calcified and mildly tortuous proximal lad lesion. No issues were noted with the device packaging. The device was removed from the hoop/ tray with no issues noted. The device was inspected with no issues noted. Negative prep was preformed successfully. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered and no excessive force used. It was reported that stent deformation occurred in vivo during positioning. The device got stuck on the guide catheter when withdrawing back. No patient injury reported. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.